Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had tubes and coils out with ablation yesterday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("head itched"), skin exfoliation ("head flaked constatly after essure") and seborrhoea ("head oily and gross"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, pruritus, skin exfoliation and seborrhoea outcome was unknown. The reporter considered medical device removal, pruritus, seborrhoea and skin exfoliation to be related to essure. The reporter commented: plaintiff claimed "mine was hot water ablation run their the uterus to remove the cells that grow the lining". Concerning the injuries reported in this case, the following one/ones were reported via social media: seborrhoea, skin exfoliation, pruritus, medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had tubes and coils out with ablation yesterday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("head itched"), skin exfoliation ("head flaked constatly after essure") and seborrhoea ("head oily and gross"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, pruritus, skin exfoliation and seborrhoea outcome was unknown. The reporter considered medical device removal, pruritus, seborrhoea and skin exfoliation to be related to essure. The reporter commented: plaintiff claimed "mine was hot water ablation run their the uterus to remove the cells that grow the lining". Concerning the injuries reported in this case, the following one/ones were reported via social media: seborrhoea, skin exfoliation, pruritus, medical device removal. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.